Manufacturer narrative:
Additional information received indicated that the cypher stent delivery system (sds) was not separated upon inspection after being removed from the patient and that the sds separation may have occurred during shipping/handling.based on the additional information received, the file is being changed to MDR not reportable. No additional information is available.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the physician was not able to cross/access the mid right coronary artery (rca) target lesion with the cypher select plus 2.75 x 33 mm. Stent delivery system (sds). The physician exchanged the complaint product to another device to complete the procedure successfully. There was no reported patient injury. The mid rca target lesion was reported to be: diffusely diseased, slightly tortuous, not a bifurcation lesion, moderately tortuous, and an 80% stenosis. Addendum: inspection of the returned product indicated that the stent delivery system (sds) was separated at 26 cm. From the strain relief.